Event description:
The customer reported the 2800 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The surge suppressor on the circuit board assembly was replaced. The system was found to be operating as intended.